Event description:
It was reported that the programmer had telemetry failure. Follow-up confirmed that the programmer head was changed out by the customer but the situation did not improve. However, it was also noted that when service technicians changed out the head, the telemetry did improve. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had telemetry failure. Follow-up confirmed that the programmer head was changed out by the customer but the situation did not improve. However, it was also noted that when service technicians changed out the head, the telemetry did improve. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067l radiofrequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed telemetry difficulties and found that the radiofrequency head connector on the link electronic module (lem) board had a cracked a cracked solder joint, and the lem board was replaced and calibrated as a preventive. Analysis also found that the system fan was noisy and it was therefore replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.